Manufacturer narrative:
Two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which identified a leak from the spike port cap at the base of the spike port tubing of both samples. The reported condition was verified. The cause of the condition was related to the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva tpn bags were leaking at the port after fill. There was no patient involvement. No additional information is available.